Manufacturer narrative:
The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Based on the results of the previous manufacturer's internal investigation ((B)(4)), field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as supported by d02898. This is two of two reports (3007042319-2015-02867 and 3007042319-2015-02868) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that a patient (male) experienced a battery that is not holding a charge, a full battery will deplete to one led when connected to the controller. No reported consequences or impact to the patient.